Event description:
It was reported that at implant during dft testing, undersensing was noted. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.